Manufacturer narrative:
Date of event listed as (B)(6) 2017 pending receipt of additional information. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Peritoneal dialysis (pd) patient's contact had previously reported on (B)(6) 2017 had been having cycler alarm issues during treatment that evening. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had passed away due to cardiac related event. As he was unable to provide any additional information during the call. Medical records were requested.

Manufacturer narrative:
Conclusion: although a temporal relationship may exist between the last ccpd treatment/fresenius products/liberty cycler and the events of ¿cardiac related issues¿, cardiac arrest (question of) and subsequent patient expiration, there is no documentation supporting a possible causal association between the patient¿s expiration but it is not known if the patient was undergoing ccpd therapy or connected to the cycler at time of death. Additionally the patient¿s existing comorbid conditions/cardiac history are unknown and additionally it is unknown if the patient expired at home, hospital or extended care facility. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information was reviewed in the complaint file by a post marker surveillance clinician. It was reported on (B)(6) 2017 during a service call from the patient who was receiving heater tray messages during his nightly ccpd therapy and unable to clear message and the patient¿s contact stated the patient would revert to alternate dialysis treatment. On (B)(6) 2017 during a follow up call to the peritoneal dialysis registered nurse (pdrn) it was revealed the peritoneal dialysis (pd) patient on end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was able to complete ccpd therapy due to error messages the night of (B)(6) 2017 and additionally unknown if the patient performed alternate dialysis treatment and the outcome of this treatment. It was revealed by the pdrn the patient experienced a ¿cardiac related event¿ (question cardiac arrest) and subsequently expired. The pdrn was unable to provide any patient demographics, estimated dry weight, and esrd death notification form or death certificate information. It was unknown if an autopsy was performed. Additional clinical information was requested.